Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen sustained a fracture when the user fell on the device while playing outdoors, resulting in a cracked screen that reduced visibility and complicated access to features; the screen component was affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.